Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining pledget pieces. She experienced lower abdominal cramping however her symptoms resolved and she did not seek medical attention. She did not experience any adverse health effects.